Event description:
It was reported that the customer experienced a high blood glucose level. The specific value of the blood glucose was unknown but displayed as "high." To address this, the customer administered a correction bolus via a pump and also gave themselves a bolus through manual daily injection (mdi). The customer was helped with updating the carb ratio setting by customer technical support, confirming that the change was recommended by their healthcare provider.